Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 4 months post-implant, the patient received a heart transplant. It was reported that during the transplant procedure thrombus was seen in the pump. It was also reported that pump thrombus was suspected by the hospital while the patient was on pump support, due to variable ldh levels and variable pump powers.

Manufacturer narrative:
The pump was returned assembled with the driveline severed approximately 10 inches from the pump housing and the remainder of the driveline was not returned. Upon disassembly of the returned pump, a thrombus formation was found adhered around the inlet bearing ball and a portion of the rotor inlet. The thrombus ring revealed an area of denaturation adjacent to the bearing ball and also showed evidence of laminated layering, indicating that it developed on the inlet bearing ball and rotor inlet over an undetermined amount of time while the pump was operating. In addition, a small tissue-like deposition was present around the inlet bearing cup. The structure and color of the deposition was similar to the portion of the thrombus ring near the proximal end of the inlet bearing ball, suggesting that it was likely part of this larger thrombus prior to the disassembly process. Although a specific cause for the observed thrombus formation could not be determined through this evaluation, it was obstructing a portion of the blood flow path and could have contributed to the reported hemolysis. The thrombus ring around the inlet bearing ball and rotor inlet would have also created additional resistance on the spinning rotor, contributing to the reported power variations. Additionally, several white contact marks were present on the outlet portion of the rotor and the outlet bearing cup of the rotor, indicating that a deposition was present in the outlet stator at some point while the rotor was spinning and the pump was operating. There was no deposition present in the outlet stator upon receipt; therefore, the origin of the deposition and a timeframe for which it was present in this location could not be determined. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump was functionally tested and revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The approximate age of the device is 4 months. The pump was received for analysis. The evaluation is not complete. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed. Placeholder.